Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was the device able to be fired at all? It was fired , but stopped. If yes, can you please clarify how the device was not working? Blade was stopped at the proximal point of jaw & staple formation was not good. What was the product code of the cartridge (gst60t, ecr60d, etc.)? Ecr60d how was the procedure completed? Exchanged to new body what type of procedure was the device used in? Lobectomy.

Event description:
It was reported that prior to an unknown procedure that the device was not working. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n54k03.